Event description:
Philips received a complaint by the customer on the v60 indicating that volumes were not read properly. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the v60 was unable to read volumes properly. The customer requested bench repair for evaluation and repair of the v60. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 18jul2024, 25jul2024, and 01aug2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.